Manufacturer narrative:
The date received by manufacturer has been used for this field. Initial reporter e-mail: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using a bd insyte¿ autoguard ¿shielded IV catheter, leakage occurred. The following information was provided by the initial reporter: they said that "they leak".

Event description:
It was reported that while using a bd insyte¿ autoguard ¿shielded IV catheter, leakage occurred. The following information was provided by the initial reporter: they said that "they leak".

Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the photographs submitted for evaluation. Bd received three photographs which displayed a view of a view of the top web (label) of a unit package from product 20ga bd insyte autoguard IV catheter, reference number 381434, lot number 9127906. Another photograph displayed a view of the bottom web (blister) of the unit package which is sealed and undamaged. The package contains a 20ga bd iag with all components present and intact. There are no abnormalities or damage to the unused unit, however without the actual unit, it cannot be inspected for leakage. The photos provided for this incident did not present sufficient evidence to identify or confirm the alleged failure or to establish a definite root cause. A device history record review showed no non-conformances associated with this issue during the production of this batch.